Event description:
Information was received from a patient who was receiving fentanyl (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had seen their healthcare provider (hcp) twice. At the first appointment, hcp adjusted it to 100, the 2nd time it was adjusted to 200 and the caller thinks it had a problem and reset to zero. The caller mentions that they were scheduled to see their hcp in 2 weeks. The agent offered to send a hcp listing to try contacting another available hcp who can be more accessible to them.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.